Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil and the introducer sheath were returned for this complaint. The main coil was inspected, and it was found kinked and stretched. Blood was noticed in the main coil and inside the introducer sheath. Introducer sheath was inspected, and no anomalies were found. Twist lock was opened. No more damages were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the main coil was performed and there were missing fiber bundles on the main coil due to coil stretching condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15mar2022. It was reported that the coil was difficult to insert. A 6mmx20cm interlock-35 coil was selected for use. During the procedure, it was noted that the device was difficult to insert in the catheter hub part. The coil was removed from the patient's body and the procedure was completed with a different device. There was no patient injury. However, device analysis revealed missing fiber bundles.